Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that customer experienced frequent recurring occlusion alarms, including alarm 2 followed by alarm 26, during insulin delivery and particularly when administering a bolus. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge and resumed insulin, received education about changing cartridges every 48 hours with their insulin type, participated in a personal meeting where different cannulas were tried and reservoir filling steps were confirmed as correct, and ultimately pump was replaced under warranty with a replacement pump provided and case closed; no additional information was received regarding any further outcome of the event.